Manufacturer narrative:
(B)(4). The incident information was performed; however, the product was not returned to abbott vascular for analysis. The reported patient effect of perforation is listed in the trek rx instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determine that the reported deflation issue appears to be related to operational circumstances of the procedure. In this case, it is likely that during retraction after the first inflation, the distal shaft and/or the proximal balloon seal became stretched against the anatomy or other devices used, reducing clearance for contrast flow after reinsertion resulting in the deflation issues. There were no deflation issues noted with the device during the first deflation which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and calcified lesion in the proximal left main artery. A 3.0x15mm trek rx balloon dilatation catheter (bdc) was used to pre-dilate the lesion for 5 seconds at 10 atmospheres (atms) with a 50/50 contrast mix. A 4.0x10mm unspecified cutting balloon was advanced. The 3.0x15mm trek rx bdc was re-advanced and inflated at 12 atms for 31 seconds and 12 atms for 19 seconds. An ellis ii perforation was noted; however, the bdc would not deflate. The bdc and the guiding catheter were pulled out as a unit, although the balloon was inflated. A new 3.0x15mm trek rx bdc was inflated at 12 atm for 320 seconds to seal the perforation. The procedure was successfully completed with a 3.5x22mm non-abbott stent. The patient was monitored and is doing ok. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.